Manufacturer narrative:
(B)(4). Method: the returned complaint breathing circuit was visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: no physical damage was observed on the complaint device. The pressure test revealed the pressure drop to be outside of specification for this product. The water bath test identified leaks around the swivel. A lot check revealed one other complaint of this nature for this lot number. Conclusion: breathing circuits are composed of many parts, therefore, leaks can occur at any of the connections. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated by the ventilator. It is possible that if not properly locked in place, the leak at the swivel joint can be enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt236 infant dual-heated evaqua breathing circuit failed a ventilator test. This was found prior to patient use.